Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was evaluated by a third party and the customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause couldn't be identified; however, it is likely that a failure caused by water immersion led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had no image. The issue occurred during preparation for use. There were no reports of patient harm.